Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and duplicate the event, a definitive root cause of the intermittent image could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, when using the evis exera iii video system center with the erbie, the image goes blank, then comes back with squiggly lines. The issue occurred when the doctor touched the foot pedal and used the hot biopsy snare. There were no reports of patient harm. There was no further information provided by the customer.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Troubleshooting was performed and the customer was advised to make sure the erbie was plugged into an outlet of its own circuit as it was reported that the erbie was on the same cart with the processor. Three unsuccessful attempts were made to contact the customer for further information. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.